Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case suddenly both manual and automatic ventilation were impossible. There was no injury reported.

Manufacturer narrative:
The log file evaluation confirms the reported issue at least partly. The case in question was started in an automatic ventilation mode; the ventilation was stable and unremarkable for approx. One hour. With switchover to man/spont, a fresh gas deficit occurred; corresponding alarms were posted. A few minutes later the device was switched to standby. In the following the user started several instances of a system test which were all closed in fail state due to failure to build up airway pressure. The device was examined on-site by a draeger service engineer who reportedly found a peep valve membrane dislocated from it's intended position. The issue was corrected, the device passed all tests and was handed over to the facility in read-to-use condition. Indeed the restrictions in ventilation occurred in manual mode only, were detected by the device and alarmed accordingly. A causal connection could be established to the finding of an improper positioned peep valve membrane. The root cause for the dislocation could not be doubtless determined - however, improper re-assembly after reprocessing seems to be a reasonable explanation. There is no similar complaint known with an installed base of 8.100+ devices. Dräger concludes that the design is adequate for the intended purpose.

Event description:
Please refer to initial MFR report #9611500-2018-00228.